Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 03.501.080 / lot 8318394. Manufacturing location: (B)(4). Manufacturing date: 25.apr.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that it has been observed that the function of the application instrument for sternal zipfix does not work properly. They were able to cut the zipfix but were not able to tighten it. It is unknown when the event happened. No patient involvement. They have taken the instrument out of the set. This complaint involves 1 part. Concomitant reported part: onex unknown zipfix. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Pd investigation, the complained part to the responsible sustaining engineer for evaluation. 2nd generation design, with no visual evidence of longer use on the trigger component. Except for one missing housing screw and three loose housing screws above the trigger section. The design issue was addressed in the CAPA action. Denmark did not return the instrument at the time of the repair recall. Therefore, this complaint is closed by sustaining engineering as invalid. One instrument housing screw is missing from the returned device as well as that three housing screws which holds and guide the slider assembly of the instrument in place. This does impair the function of the device. Loosening of screws on this instrument was addressed in the repair CAPA under the action in which all affected instruments lots including this one, were recalled for repair. The CAPA action started in october 2015 and was completed on 27 january 2017. From the lot 8318394 two of the twelve instruments were returned by the countries for repair. The two instruments returned for repair were from england and switzerland. No other instrument from that lot were returned for repair. Synthes gmbh informed all affected countries on 1. September 2015 regarding the issue and what actions had to be taken. It was documented that no reply was received from denmark on the recall. Since this instrument was not returned for repair based on our repair records in (B)(4) from denmark the complaint is deemed invalid. Investigation methods/evaluation results, pd evaluation; no findings, DHR review; no findings. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.